Event description:
A talent abdominal stent graft system was implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm and vessel morphology was not reported. The device was implanted and the delivery system discarded. It was reported that the pt was being treat for an occluded iliac and previous fem-fem bypass. The talent converter was placed as the primary device. At the end of the case, there was an unk endoleak that was thought to be type 1 or type 4. The graft was re-ballooned and the leak worsened. There was calcium in the seal zone which may have caused a fabric hole. The stent graft was relined with an aneurx cuff in the area and the leak resolved. No additional clinical sequelae were reported, and the pt is fine.

Manufacturer narrative:
(B)(4). Evaluation, results: (endoleak), (calcium in seal zone). Evaluation, conclusion: lack of effectiveness (calcium in seal zone).